Event description:
It was reported to philips that the motorized geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened, and the treatment which was aborted and later completed by using another system. The philips field service engineer (fse) visited onsite and found the reported issue. After reviewing the log, fse found the motor assembly errors. Upon troubleshooting, fse found the front support components are faulty, motorized movements are disabled, and there is no power. To resolve the issue fse replaced pdu dual switch module and pdu single phase distribution unit, but motorized movement remains unavailable. Fse replaced the flex arm power supply 24v, l-arm connection or splitter panel spz, amc triple servo drive and 24v power supply. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.